Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that there was high output on the left ventricular lead which affected battery longevity. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.